Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that his one touch ultra meter powers off during use. Two days ago the meter worked and the pt was able to obtain a reading. Date unk, the pt did not experience any symptoms and tried to test his blood glucose and the meter powered off during use. The pt went to the hospital where his blood glucose was 120 mg/dl. He did not receive any medical treatment. The battery was replaced less than a year ago and the battery contacts were in good condition. The battery was correctly installed and the meter powered off before the time was up. Customer care agent (cca) sent the pt a replacement meter.